Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging she was unable to check her blood glucose because her ultrasoft lancing device was not firing the lancet. The patient stated that the lancet holder was broken. The complaint was classified based on the customer care advocate's (cca) documentation. The patient stated the alleged issue began on (B)(6) 2011, at approximately 12pm. The patient informed the cca that she manages her diabetes with insulin (unknown type and dose) and is a self-adjuster. The patient denied taking any action towards her normal diabetes management routine when she was unable to test her blood glucose. She claimed that approximately 4 hours later, she became "shaky and sweaty." The patient denied receiving any form of medical intervention for her symptoms and called lifescan for assistance. At the time of troubleshooting, the cca noted that the subject lancing device was in use for approximately 2-3 years prior to it breaking. The cca was unable to confirm if the patient was using the correct procedure when using the subject lancing device. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged lancing device issue began.

Manufacturer narrative:
The lay user/patient's lancing device has been returned and evaluated by lifescan product analysis on (B)(4) 2011 with the following findings: the lancing device involved with this complaint failed testing. The lancet holder cup was broken . Therefore, the complaint is confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.